Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they have occasional shooting pain described as like a lightning bolt. The patient stated that it had been happening more and more. It was considered gradual and the cause was unknown. The patient was working with her healthcare provider regarding the issue. The indications for use were post lumbar laminectomy syndrome and spinal pain. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient¿s pain changed to where the stimulator was not as effective for it. The patient described the pain as lightning bolts and clarified that it was not stimulation or what it had been prior to implant.